Event description:
Customer reported observing that no sample was added to well h1 and foam present in wells h10, h11 and h12 when performing the ot htlv I/ii elisa using summit. No error message was generated by the instrument. An fse was dispatched and was unable to duplicate the complaint. Fse replaced tip clamp in position 1 as a preventive measure. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.